Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump being exposed to moisture and had replaced battery alert. Customer's blood glucose value was 192 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they went into the pool and changed insulin pump and it kept on popping up with the medtronic sign and saying replace battery. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer reports the insulin pump was not dropped. Customer states this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify battery power loss alarm due to blank display noted.